Manufacturer narrative:
(B)(4). The assignable cause for the system error 2058 was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed testing due to system error (se) 2058 (bag/fluid under temperature). Device failed during testing, no patient involved.